Event description:
It was reported that discharge was observed on both sides of the lower jaw due to infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.